Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 5 of 5 for (B)(4).

Manufacturer narrative:
A product development investigation was performed for the subject device (helical blade inserter part number 357.372, lot number 4863802). The subject device was returned and reported that the proximal component screw came off and is missing. This complaint condition was likely caused by over twelve years of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, functional test, and drawing review were performed as part of this investigation. This complaint is confirmed. The 314.75 hexagonal screwdriver, 357.411 insertion handle, 357.386 11.0mm/8.0mm protection sleeve, 357.372 helical blade inserter, 357.366 aiming arm, 357.377 helical blade coupling screw, 357.389 drill sleeve are instruments routinely used in the titanium trochanteric fixation nail system technique guide. The 357.372 inserter was returned and reported that the proximal component screw came off and is missing. This condition is confirmed; the proximal thumb screw appears to have shorn off at the head and was not returned. The shaft of the thumb screw still appears to be present inside the alignment indicator. It is likely that over twelve years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. The device was manufactured in 9/2004 and is over twelve years old. The balance of the returned device is in fairly worn condition with several markings along its length. Drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned 314.75 driver, 357.372 inserter and 357.377 screw does agree with the complaint description. Whether the complaint condition for these devices can be replicated is not applicable for this condition. All measurements have been performed by calipers. One mrr was generated for machine marks on the shaft for the 357.372 helical blade inserter. This is not relevant to the complaint condition as superficial aesthetic characteristics would have no bearing on the functional efficacy of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The reported lot number, 863302, could not be validated as belonging to the reported part number. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 during an intramedullary nailing procedure of the hip using the trochanteric fixation nail (tfn) system, the aiming devices failed to align with the proper location causing the screw to miss the hole. While using the helical blade inserter the cap screw came off and is missing. Also, the helical blade coupling screw recess was damaged by hitting it with a mallet making it hard for the screwdriver to go in. The screwdriver was rounded off in the process due to difficult screw insertion. The surgeon was able to insert the screw in its proper place by free hand drilling. The case was successfully completed with no reported patient harm. There was a ten (10) minute surgical delay due to the reported events. This report is 4 of 4 for (B)(4).

Manufacturer narrative:
No service history review can be performed as part number 357.372 with lot number(s) 4863802 is a lot/batch controlled item. The manufacture date of this item is october 19, 2004. The source of the manufacture date is the release to warehouse date. Part 357.372, synthes lot 4863802: release to warehouse date: october 19, 2004 and september 30, 2004. Manufactured by synthes (B)(4). Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A service and repair evaluation was completed: the customer reported the cap on the item was broken. The repair technician reported the adjusting nut and the shaft of the inserter were damaged. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.